Manufacturer narrative:
Investigation is completed. Opening pressure upon intake at the time of intake, the progav showed a pressure setting of 4 cmh2o. Visual inspection: deformation of the housing and deposits in the outlet spout were detected measurement of surface of the housing the measurement of the plane parallelism confirmed the observations of the optical inspection. The measured value of - 0,037 mm lies outside the given tolerance (0 ± 0.02 mm) permeability test: the test showed that the progav is permeable. Adjustability test: the progav was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve,an investigation of the braking force was not possible. Internal inspection of product in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, clearly deposits were found in the progav. Based on our investigation, we are able to substantiate the claim of "non- adjustability"" we are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regualatory actions are required.

Event description:
It was reported that there was a problem with a progav valve. The problem - inability to reset the shunt pressure. Patient information: age : (B)(6). Weight approx. : (B)(6) kg. Gender: female.